Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the imaging system batteries and charger board voltages were verified to be within specifications. As a precaution, the motion batteries were replaced in the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The motion batteries have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a deep brain stimulation (dbs) procedure, a post-operative confirmation image acquisition stopped at 75% completion. The representative reported that the pre-operative image acquisition was performed without fault. The site elected to complete the procedure with a post-operative computed tomography (CT) scan instead of the medtronic imaging system. There was a reported delay to the procedure of 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.